Event description:
Boston scientific became aware of incidents involving capio slim device through an article titled "capio slim suture capturing device for transvaginal apical pelvic organ prolapse" by paolo luffarelli, md, et al. The study was conducted to describe a standardization technique and its efficacy to treat vaginal vault prolapse. The article reported that 163 participants enrolled in the original study, eighty-six (86) participated in the standard technique, and eighty (80) women participated in the capio technique. Patients were treated between january 2016 and january 2022, with sacrospinous ligament suspension via either the traditional technique (st) used exclusively before 2019 and capio slim suture capturing device technique (CT) thereafter. Both groups were demographically comparable. CT significantly reduced operative time with similar intraoperative blood loss, hospital stay, and catheter duration. At the one-year follow up, one patient had developed a relapse of grade iii prolapse; however, at the end of the postoperative period, two patients (2%) had experienced vaginal apical prolapse and four patients (5%) had developed vaginal anterior prolapse. Following the procedure, 60 sexually active patients in the CT cohort (74%) experienced de novo dyspareunia; however, only three patients (5%) experienced persistent dyspareunia following the postoperative period. Two patients (2%) experienced urinary tract infections which were successfully treated with specific antibiotic therapy. De novo stress urinary incontinence was noted in three patients (4%) and de novo urge incontinence was seen in two patients (2%). Finally, chronic pain requiring analgesic therapy six weeks after surgery was seen in two patients (2%) of the CT cohort. At one- and two-year follow-up, both techniques demonstrated high anatomical success, low recurrence rates, and similar postoperative quality-of-life and functional outcomes. Complication rates, including urinary tract infections, de novo incontinence, dyspareunia, and chronic pelvic pain, were low and comparable. No major surgical complications occurred. It was concluded that CT is effective, safe, and easier to perform than st, with the added benefit of reduced operative time and no increase in adverse events, suggesting its potential for broader adoption in vaginal vault prolapse repair. *reference literature article capio slim suture capturing device for transvaginal apical pelvic organ prolapse included with this report for a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. According to the article, the patients' estimated age is 60.5 years, based on the reported mean age. Block b3 date of event: date of event was approximated to april 20, 2025, the date the journal article was published, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: luffarelli, p., sejfullai, k., mazzola, c., tempesta, c., schiavi, m. C., napolitano, v., and zullo, m. A. (2025). Capio slim suture capturing device for transvaginal apical pelvic organ prolapse. European journal of obstetrics and amp; gynecology and reproductive biology, 310, 113993. Https://doi.org/10.1016/j.ejogrb.2025.113993. Block h6: the following imdrf patient codes capture the reportable events of: e1405 - dyspareunia, e1310 - urinary tract infection, e2330 - pain. The following imdrf impact codes capture the reportable events of: f2303 - medication required. F12 - serious injury.